Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device lot was manufactured between the dates 11/04/2014 and 11/11/2014. The device was received for evaluation. Visual inspection identified the presence of iodine. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge in the minicap was dry. The care giver stated that the reported minicap was not used on the patient. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 4 of 5.